Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 13.0 mmol/l and 3.7 mmol/l. Test cassette is not available for return. No death or serious injury reported. No product return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.